Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 09-feb-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 10-feb-2026. It was reported that the patient was hospitalized after experiencing issues with both of their remunity systems. No further details were provided.